Manufacturer narrative:
The device was returned, and the evaluation found 3d and 2d images were not displayed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope could not switch to 3d. The issue occurred during unknown therapeutic procedure. The procedure was completed on the similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide corrected data in b5, d5, and h6.

Event description:
The procedure was completed with the same reported device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the reported event was most likely due to stress of repeated use, external factors or handling of the device. The image sensor unit was damaged such as the disconnection or part mounted on the electrical circuit board, such as the integrated circuit chips and capacitors were broken. However, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.7 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.